Manufacturer narrative:
E1: (B)(6). E3: customer occupation = unknown. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of a 'ncircle delta wire tipless stone extractor' would not open or close properly prior to ureteral lithotomy procedure. The packaging of the product was not damaged. A new like-device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex g) investigation evaluation it was reported that the basket of a 'ncircle delta wire tipless stone extractor' would not open or close properly prior to ureteral lithotomy procedure. The packaging of the product was not damaged. A new like-device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. One, 'ncircle delta wire tipless stone extractor', was returned for investigation. The visual exam noted the basket sheath is accordioned 1mm from the support sheath. A function test was performed and the handle does not actuate basket formation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed six (6) other related complaints associated with the failure mode for the complaint device for lot. Due to elevated levels of failures for the device lot (no other lot has more than 3 complaints for loss of open/close function for the time period 01jan2023-15jan2024 for ntsed-024115-udh), the lot was placed on stop ship to prevent any returned unused product being shipped to other customers. A heightened patient risk is not expected to occur as a result of this issue, consequently no further action was taken. There was no evidence to suggest other lots in house or in the field had been impacted. Cook also reviewed product labeling; the IFU [t_ntse_rev1; ¿ncircle, ncompass, and nforce stone extractors¿] supplied with the device states the following in consideration of the reported failure mode: "precautions: - these products are intended for use by physicians trained and experienced in urological procedures. Standard urological techniques should be employed. - do not use excessive force to manipulate this device. Damage to the device may occur." The complaint was confirmed based on the customer testimony. Cook has concluded that manufacturing could not be ruled out as contributing to the complaint. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.